Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The date of manufacture is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: incorrect or distorted video output probable root cause: ¿ dvi / s-video/compositecables and connectors, sources and sinks. ¿ sk28 hardware (sk28 io board, sk28 m board). ¿ sk28 firmware/ software. ¿ sdc3 application software. ¿ gravity workflow software application. ¿ software: sdc3 ipad app. ¿ use error. ¿ manufacturing/ service nonconformity (stryker/ novatech). The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that there was loss of image.